Event description:
The reporter stated "during an l3-s1 posterior fusion when placing the last set screw at s1 the screw would begin cross threading and the final tighten separated the set screw from the saddle." "The surgeon was able to removal all pieces from the pt by taking off the extension." "Once he put the extension back on he used a new screw set and it proceeded to cross thread as well resulting in a deformity of the threads on the screw set. "As a last attempt he used the counter torque tube to punch on the rod and he was able to get the third screw set screw to feed down." The post operative x-ray was negative for foreign bodies. It was reported the surgery was completed and a ten minute delay was added to the surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.